Event description:
It was reported that continuous glucose monitor displayed error and customer experienced sensor issue. There was no reported impact to the customer¿s blood glucose level. Customer support provided complete pump reset instructions and guided customer through performing pump reset, and no additional information was received regarding the outcome of the event.